Event description:
A malfunction occurred, indicated by a specific error code. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer understood and acknowledged.